Event description:
On (B)(6) 2012, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a patient presented with chest pain. Result time collection: (B)(6) 10:260.13 10:35, sample 10.03 10:50, repeat on same sampleresult time collection: (B)(6) 10:550.09 11:00, sample 2 (re-draw)0.06 11:14, repeat on same samplethere was no lab comparison performed. The customer states that the patient's final diagnosis was pneumonia and later discharged.based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).